Event description:
It was reported that during the procedure that the helix of the right ventricular (rv) lead would not extend so was attempted but not used. Another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.